Event description:
It was reported while using bd intima-ii closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, when the indwelling needle was puncturing the patient for transfusion, it was found that the leakage occurred close to the needle handle.

Manufacturer narrative:
In response to the event reported, a device history review was conducted for lot number 2082613. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.